Event description:
It was reported that during patient use, a ventilator displayed a severe occlusion alert. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and confirmed the reported issue. The cse replaced the exhalation valve to resolve the issue. The unit then passed all testing and was returned to patient use.